Event description:
It was reported that the customer had a motor error alarm after he had fallen with the pump on a few weeks ago. Customer stated that there is a scratch on the screen. Customer's blood glucose level was reported as 353 mg/dl and 430 mg/dl. Troubleshooting was performed. Customer found no air in the tubing. Customer ran a manual prime and the insulin exited. Customer does not have the tubing clamp right now. Customer was advised to change the entire set, reservoir, and insulin. Insulin pump will need to be replaced due to the motor error alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.